Event description:
An article from journal of neurosurgery, volume 120, february 2014 pp. 365-374, case 1 describes a patient, with a history of chronic leukocytic leukemia was found to have an incidental left paraophthalmic artery aneurysm. The patient's cardiovascular history included hyperlipidemia treated with atorvastain. The patient wished to have the aneurysm treated by endovascular means. A single ped was successfully deployed, reconstructing the left internal carotid artery. The patient was discharged to home neurologically intact the morning after the procedure. Three days later, the patient experienced a syncopal episode and died of a large left iph. The autopsy revealed foreign material occluding the small vessels within the hemorrhagic area in the patient. Further analysis determined the material is pvp, polyvinylpyrrolidone a substance commonly used in hydrophilic coatings.

Manufacturer narrative:
(B)(4). The actual sample was not returned to the manufacturing facility for evaluation and the produce code/lot number combination is unknown. Therefore, the investigation was based on the evaluation of current product sample. Visual inspection did not find any anomalies. Magnifying inspection did not reveal any anomalies. The outside diameter was measured along the total length and confirmed to be within manufacturing specifications. The sample was peeled off the urethane outer layer from the wire intentionally for checking the adhesion level of the urethane outer layer to the core wire. There was no lifting or gap between the core wire and the urethane outer layer. No anomaly was observed. The production product code and lot number was not provided which prevented a meaningful review of the quality records. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the current product sample was of normal product. It was stated in the case report that the material found in the patient's body was pvp, polyvinylpyrrolidone a substance commonly used in hydrophilic coatings. Pvp is not used as a raw material in radifocus guidewires. With no return of the actual sample for investigation, the cause of this complaint cannot be identified definitely. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4)

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00089 to provide information revealed by the manufacturing facility.

Manufacturer narrative:
The journal reports that the patient experienced a syncopal episode and died of a large left iph. The autopsy revealed foreign material occluding the small vessels within the hemorrhagic area in patient. Further analysis determined the material is pvp, a substance commonly used in hydrophilic coatings. Terumo's guide wires do not contain pvp. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.